Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of headache is a known observed and potential patient effect as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that post rx acculink stent implantation in the left internal carotid artery, the patient experienced a headache and blurred vision that were treated with tylenol and ultram. On (B)(6) 2012, the headache resolved and the patient was discharged home. Later in the day, the patient presented to the emergency room still reporting the blurred vision and was re-admitted to the hospital. On (B)(6) 2012, the blurred vision resolved and the patient was discharged. There was no additional information provided.